Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery remained at 85% for 30 minutes while charging then shortly after being disconnected from the power source, the battery jumped to 100%. There was no impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and monitor the battery performance.